Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If explanted, give date: not applicable, remains implanted in the eye; however an explant was scheduled for (B)(6) 2019 but not confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zcb00 intraocular lens (iol) is planned to be explanted from patient's right eye in a secondary surgical procedure because of hyperopic shift and decreased visual acuity. The replacement lens is scheduled to be a tecnis 25.0 diopter lens. No additional information was received.

Manufacturer narrative:
Additional information received stated there was no vitrectomy, sutures and incision enlargement performed. Patient is doing good at the time of discharge. Visual acuity pre-op (pre-initial implant): 20/100; visual acuity post-op (post-initial implant): 20/100; visual acuity post-op (post-replacement): 20/150-1. As a result the following fields have been updated: date of event: (B)(6) 2019. If explanted, give date: (B)(6) 2019. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.